Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead triggered a lead integrity alert (lia) for a high number of sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (vt) episodes. The lead had noise and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.